Manufacturer narrative:
D4: possible lot numbers 6085517, 6077788, 6054008, 6062720, 6054007. H3: one photo was received for evaluation. No device history review could be performed as no specific lot number was provided. A particle was seen in the photo provided. The complaint was confirmed. There was no known cause of the issue, and no further action was taken.

Event description:
It was reported that a particle was identified inside the bag of the cassette after the cassette was filled. Reporter stated that it was not possible to specify a single lot number of the product. Reporter described the particles as, ¿a very small shred of plastic.¿ there was no patient involvement.